Event description:
The patient was reportedly experiencing sound quality issues and intermittencies followed by a loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.